Event description:
Additional information was provided by the reporting surgeon. The pt was treated with pilocarpine and has been referred to another physician for further evaluation the pt's visual acuity (va) prior to the event was 20/20, with glare testing va was 20/50 (12/21/2000). After the implantion of the iol, the pt's va was 20/20/ (5/31/2001).

Event description:
A surgeon reported that a pt had mild light flashes on the first day following implantation of an intraocular lens in the left eye, but after the right eye received an implant then both eyes had glare symptoms. The pt reported that store lights made pt sick, that they ran bushes when driving and that headaches developed with using a computer. The lens associated with this report was implanted in the left eye. The surgeon stated the pt had glare symptoms prior to receiving iol implants. Additional info has been requested.

Event description:
The surgeon provided additional info stating the lens was replaced and that the pt was doing very well.